Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported a patient was being escalated to a impella 5.5 after an impella cp was placed. It was noted that the impella 5.5 was placed without complications. However, shortly after placement, right ventricle function worsened and the decision made to add veno-arterial extracorporeal membrane oxygenation. The impella cp was removed. It was also noted that there was a question about sterile packaging of the impella 5.5 introducer and the physician requested another one. In addition it was reported that during impella 5.5 support, the patient had runs of ventricular tachycardia (vt) requiring cardioversion. After cardioversion, the physician came to the bedside and repositioned the impella. The pump was successfully weaned and the patient survived the explant.